Event description:
It was reported that the patient's pacemaker presented with elective replacement indicator (eri) status due to possible premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Complaint of premature discharge of battery was not confirmed. The device was received from the field with battery voltage at end-of-life level. Analysis of device image noted high current throughout implant period consistent with device having been operating at high output field settings. Further analysis performed demonstrated normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.